Event description:
It was reported that during preparation for an angioplasty procedure via ipsilateral antegrade approach using 5fr sheath, the saline allegedly leaked from the hub during flushing. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 pta dilatation catheter was returned for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, or y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking at the strain relief. The strain relief was cut and under microscopic examination, a pinhole tear was noted on the catheter shaft. No further functional testing was performed. Therefore, the investigation is confirmed for the reported leak and identified material torn as water was noted leaking at a pinhole tear on the catheter shaft during functional testing. A definitive root cause for the reported leak and identified material torn could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2023).